Event description:
It was reported after a therapeutic ercp the cap came off in the patient and was removed and discarded. The procedure was completed using the same device. The were no reports of patient harm.